Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model, unique device identifier (UDI), section e initial reporter phone and initial reporter occupation, section g reporting office contact and manufacturing location, section h device manufacture date a review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 21jul2018, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "the station is on blackscreen" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (wo) (B)(4), the fse reported that after diagnosing, each drawer was examined separately to make sure the station wasn't being brought down by a malfunctioning drawer board. The station booted up and the drawers tested successfully. Upon accessing the electronic drawer, the pyxibus cable was discovered to be burnt. After the cable was changed, the customer verified that the station was operating correctly. During dchu visual inspection: p/n 104589-08: was received exposed copper strands with burn marks. During dchu testing: p/n 104589-08: the testing from dchu was not necessary due to the exposed copper strands and black marks in the cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es automatically went to power off and shown black screen. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there were exposed copper strands with burn marks observed on assy cable pyxibus 6 drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bus cable was discovered to be burnt. A field service engineer replaced the cable and verified that the station was operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the pyxis medstation es system screen was black and not able to perform anything. A field service engineer noticed thermal damage to the cable. There were no adverse events or injuries reported based on this event.